Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿always make sure that the correct time and date are set on your pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not change the pump time when daylight savings occurred. Tandem's technical support assisted the customer with changing the time. There was no reported impact to blood glucose.